Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer report number: 2017865-2021-38415; 2017865-2021-38416; 2017865-2021-38417 it was reported that the patient presented at the clinic with pacer site erosion and infection. The system was explanted. System function was normal at the time of explant. The patient was stable.